Manufacturer narrative:
The pt revealed that she does not consult a health care provider for assistance with pump setting adjustments. She acknowledge that she believed that incorrect settings were the cause of the hypoglycemia. The pump has not been returned to animas for evaluation. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that she experienced blood glucose of 35mg/dl at 6:00am and required the assistance of a family member to arouse her. She successfully treated the hypoglycemia with oral carbohydrates and did not seek medical attention. She reported that her blood glucose was 52mg/dl the evening prior to the event; she ate and her blood glucose rose to 95mg/dl before she went to sleep. The pt reported that she had been experiencing intermittent low blood glucose levels recently. She stated that she lost ten pounds in two months without adjusting the basal rate settings; she believes the need to adjust pump settings caused the hypoglycemia. The pt said that she is a health care provider living abroad; she manages her own pump settings. The pt reviewed the pump and said the time and basal rates are correct. She did not prime, tighten the cartridge cap, or adjust the connection between tubing and cartridge while attached to the pump. The pump was not exposed to x-rays. She is not ill, is not taking new medications, did not have a change in activity level, and counted carbohydrates appropriately. Customer support concluded that there was nothing to indicate a pump malfunction and advised the pt to follow up with an appropriate health care provider regarding setting adjustments.